Event description:
Healthcare professional reported through company representative "rupture and/or leakage of the implant", "signs of intra and extracapsular rupture with the presence of deep folds, with, periprosthetic fluid and silicone evident" and "calcifications of benign characteristics". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.